Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08725 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. No drive/motor anomaly, motor error alarm, unexpected motor noise anomaly or rewind anomaly noted. The motor was tested outside of the unit and passed. Device uploaded properly using carelink. Device had minor scratched display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had received motor error once. Customer¿s blood glucose level was unknown. Customer also reported that they received rewind louder and one time the pump was stuck in the rewind. Customer stated that they received random no delivery multiple times and had to take battery out and put back in. The device will not be returned for analysis.